Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine pain ('severe pain in my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and feeling abnormal ("feels like a poker jabbing me"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine pain and feeling abnormal outcome was unknown. The reporter considered feeling abnormal and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5097654) on 30-nov-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of uterine pain ('severe pain in my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and feeling abnormal ("feels like a poker jabbing me"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the uterine pain and feeling abnormal outcome was unknown. The reporter considered feeling abnormal and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.